Event description:
It was reported that there was a break in the tubing of this inflatable penile prosthesis between the cylinders and the pump. The components were explanted and replaced and the reservoir remained in use. No patient complications were reported.